Event description:
The customer reported the alarm has no power even when the batteries were replaced with a new supply. The battery door is not missing or damaged and closes properly. There was no visible damage to the outside of the alarm. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has white residue and corrosion on the battery door contact and springs inside the battery compartment. The battery springs are bent. The unit did not power up. Not: posey instructions for use for the sitter select has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. Do not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery "chirp." Depleted batteries may leak and corrode, causing damage to the electronics and reliability. When storing the alarm for a short period with power "on" to maintain custom voice messages and settings, check the alarm every week to make sure the batteries are still operable and the alarm is still on. If the alarm low battery alert is chirping, or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted ("dead") batteries in the alarm to avoid corrosion. Manufacturer references file #(B)(4).